Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to service center for a device evaluation. A visual inspection was performed on the returned device and was unable to identify any signs of foreign material/substance/stain inside the biopsy channel and suction channel, biopsy port, and suction port when inspected with olympus boroscope and telescope test equipment¿s. The scope passed the leak test. Additionally, there were also no signs of foreign substance/materials found with the insertion tube, bending section cover, bending section cover glue, distal end cover, elevator forcep raiser, light guide lens/glue, and objective lens/glue. A conclusion is not available as the investigation is on-going. Service center will continue to investigate more regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to update the status of reprocessing review, and to provide the results of review of the sampling technique for the positive culture sample. The olympus ess (endoscopy support specialist did not perform a review of the reprocessing technique. The user facility declined the review and in-service. The user facility stated that the event potentially involves an issue with one employee that they will address internally. Independently, the sampling technique and circumstances for the sample were reviewed. The review found the following deviations against the sampling procedures check sheet: cardboard box material had been brought into in the sampling area, the facilitator's right wrist was not fully covered by the sterile glove, and the facilitator did not cover the suction cylinder while flushing the instrument channel.

Manufacturer narrative:
This supplemental report is being submitted to provide the root cause results for the postmarket surveillance tjf-q180v study. Although it was not possible to conduct the reprocessing observation as the user facility declined the in-service which is required for a comprehensive root cause analysis, however, based on the investigations the most probable causes of the reported positive culture was insufficient reprocessing due to improper reprocessing procedure and/or contamination due to improper sampling.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved in the reported scope. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for ralstonia species. There was no reported patient injury or infection.